Manufacturer narrative:
The product is not available for evaluation.

Event description:
During cataract surgery of the right eye the knife was not cutting. Stronger force than usual had to be applied and the knife slipped and eroded the cornea on about 2 x 10 mm. The knife had to be changed to complete the surgery. Since the surgery the patient has presented recurrent traumatic keratalgia and strong tumefaction of the eye leading to several consultations. The patient has not recovered and will be seen by a corneal specialist.